Manufacturer narrative:
Initial and final MDR 1885641 - MDR 8021545-2024-00994- device 3 of 4. E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on 26-feb-2024, the patient reported that the four infusion set was leaking .the infusion set is used for 1 day. No further information available.